Event description:
The hospital reported that during an endoscopic vein harvesting procedure, with the first branch the silicone fell off the tip of the jaw on the vaso view hemopro and fell into the pt. The piece was very small and was unable to be retrieved. The c-ring split in half on the device. A replacement device was used to complete the procedure. The hospital reported no pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that tip on the silicone boot on the cold jaw had multiples cracks. This problem is consistent with an improper insertion of the tool into the cannula. Half of the c-ring and the scope washer tube were missing from the cannula and returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro cool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure code. (B)(4).